Manufacturer narrative:
Date sent: 05/07/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were open and the staple line did not form properly. Another device was used to complete the procedure. There were no adverse consequences to the patient.